Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the production documents. The manufacturing process for this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The available device data were analyzed. The described clinical observation could be confirmed. The battery voltage declined between (B)(6) 2014 and (B)(6) 2015 from 3.01 v to 2.84 v. Based on the existing data, it is not possible to determine the cause of this device behavior. Further analysis of the device behavior and determination of the cause is only possible by analyzing the returned ICD.

Event description:
Ous MDR - it was reported that the device was exchanged because of unexpected battery depletion after 6 years. The device could not be interrogated and was not detected during the exchange. No deterioration of the patient¿s state of health was reported. The ICD was not returned for analysis.